Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via email that the customer's buttons on her insulin pump were difficult to press; the keypad issue was exacerbated by her arthritis and carpel tunnel. The patient's blood glucose at the time of incident is unknown; however, she noted that she experienced two unexplained high blood glucose events that may be related to the faulty keypad. Troubleshooting was initiated for the keypad issues. The customer did not recall any significant events leading to the hard-to-press keypad since the pump was in its original box yesterday; she barely began to use the device. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.